Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade, iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade, iii.

Event description:
Healthcare professional reported right side ¿implant recall¿ and ¿distortion of reconstructed breast.¿ healthcare professional later reported a "right side rupture" and "capsular contracture, baker grade, iii." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, red particles in the gel and shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side ¿implant recall¿ and ¿distortion of reconstructed breast.¿ healthcare professional later reported a "right side rupture" and "capsular contracture, baker grade, iii." The device has been explanted and replaced.